Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the sensor was detached from the applicator in the plastic bag prior to insertion. Please disregard initial reporting under MFR# 3004753838-2018-67084.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be determined. A root cause could not be determined.